Event description:
It was reported pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed and a watchman trusteer access system (was) and a watchman flx pro laa closure & delivery system (wds) were selected for use. The transeptal puncture (tsp) was completed with a versacross connect, despite being noted to be difficult to get transeptal access. The wds had been prepped and was ready to be inserted into the sheath, but the patient blood pressure dropped. Transesophageal echocardiography (tee) imaging was used and a pericardial effusion was noted on the posterior aspect of the heart. The physician did not advance the wds into the sheath and discontinued the procedure. The patient blood pressure continued to drop, so the physician performed a pericardiocentesis, where a total of 412ml of dull colored fluid was drained. 229ml of the fluid was reinfused into the patient. The patient blood pressure stabilized to 136/50. The patient was awake, alert and oriented and taken to the intensive care unit (ICU) for monitoring.